Event description:
The customer reported a connector was broken. This would prevent the system from operating. No patient injury was reported.

Manufacturer narrative:
No ge service was performed. The customer's bio-med tech replaced the broken connector plug. No patient injury was reported.